Manufacturer narrative:
(B)(4). Investigation still in progress. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).

Manufacturer narrative:
(B)(4). A field service technician was on site and investigated the unit . The fse troubleshooted the device and could confirm the flow errors due to a defective flow sensor. The technician replaced the defective flow sensor and sealed the sensor. The technician let the sensor dry out for 24 hours. The next day a leak test was successfully performed. A safety check as per service manual was successfully performed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).